Event description:
The customer reported a collimator potentiometer error message. On the 2800 system, this will prevent the system from functioning. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the system but no conclusion can be drawn as further repair info is not available.